Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A hospital implant registration form received by the company on (B)(6) 2020 indicated that the patient¿s whole system; including sjm ICD, right atrial (ra), right ventricular (rv) and left ventricular (lv) leads; was explanted on (B)(6) 2020 due to infection. Additional details, such as patient condition, were not provided on the form.